Manufacturer narrative:
The event device is anticipated to return to applied medical for evaluation. A follow-up report will be sent upon completion of the investigation.

Event description:
Procedure performed: cholecystectomy event description: in the revision prior the surgery, the clip was delivered with a deformation. By the second revision the clips were stuck in the release area. Service description - requested inspection (performed by hospital from (B)(6) 2026 to (B)(6) 2026): a technical verification was performed on an epix model ca500 universal disposable clip applier, corresponding to lot 1561350, following an incident reported during a surgical procedure involving patient [name] (episode 738681). During the surgical procedure, medical personnel reported anomalous behavior of the device¿specifically regarding the clip release mechanism¿evidencing the ejection of at least one deformed clip, which compromises its proper application and fixation onto the tissue. Additionally, personnel reported that the two devices of the same model requested for the procedure¿both belonging to lot 1561350¿exhibited the same irregular behavior. As a result of this situation, the decision was made to replace them and continue the procedure using an alternate device provided by the medical personnel themselves. As part of the post-event analysis, a functional verification was conducted. During this evaluation, intermittent jamming was identified within the firing mechanism; it was observed that clip release required two to three consecutive trigger pulls for each effective firing. Furthermore, momentary system blockages were detected, affecting the operational continuity and precision of the device. Additionally¿and as documented in the attached photographs obtained during the inspection¿it was noted that the actuator (trigger) failed to return completely after firing, tending to remain in an intermediate position. Intervention: as a result of this situation, the decision was made to replace them and continue the procedure using an alternate device provided by the medical personnel themselves. Patient status: no patient injury reported